Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that hcp would like the device checked as they believed the battery was dead. Patient was currently in the hospital with problems urinating and urinary retention. Hcp indicated patient had a poor vision and believed patient usually had someone helped them, so it was unlikely the patient had tried to check the device with patient programmer (pp). Patient thought the battery might be dead starting at the end of (B)(6) and this was also when the urinary issues started. There were no further complications that have been reported as a result of this event.